Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, dry cough, and breathlessness. There is no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal and external visual inspection of the device. The manufacturer found dirt/dust on the front edge of the device casing, fine, black contaminate on the back of the lcd panel and the sides of the device housing. The manufacturer also found dirt/dust contamination on the blower motor casing, blower impellers, and at the air inlet, slight black contamination at the blower seal of the blower box consistent with the keratin contamination. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes evidence of sound abatement foam degradation or breakdown. The manufacturer also confirms the presence of contamination in the air path.